Manufacturer narrative:
Evaluation summary: the lenses were not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, three iols had a foreign film, like cellophane on them. All three iols were for the same patient. Only one of the iols had patient contact. The iol was removed from the eye. From the second or third lens, the film was peeled off of the lens. It is unknown which of the three iols reported came in contact with the patient. Additional information was requested.